Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain and tenderness at the ipg site. It was also reported that the patient was experiencing inadequate stimulation. It was noted that the ipg hurts the patient when sitting. The patient underwent a revision procedure wherein the ipg was replaced and was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.